Manufacturer narrative:
Customer technical support (cts) sent a replacement printer to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the toner cartridge leaked in the printer of the unicel dxc 800 pro synchron chemistry analyzer. The customer cleaned up the leak and installed a new toner cartridge but still noticed the toner leak in the printer. No injury or operator exposure was reported for this event as the operator was wearing personal protective equipment (ppe).